Event description:
It was reported that during a procedure involving an angioplasty of the cephalic vein, an atherotome was found lifted on the 2cm peripheral cutting balloon. The lesions being treated were two severe 90% stenosis of the av fistula in the cephalic vein region, one distal and one proximal. The av fistula was accessed using a micropuncture technique in an antegrade manner. A self expanding stent was deployed in the distal region of the lesion. As there was some narrowing and this was also an area of previous stenting, a balloon was then used to post dilate the area. Then, the 2cm peripheral cutting balloon was attempted to be advanced through a 6fr sheath, however, due to resistance a 7fr sheath was exchanged and used. The cutting balloon was then inflated multiple times to a maximum of 10 atms. There was no issue with deflation or withdrawal, but upon removal one blade was noted to be lifted from the balloon surface. The procedure continued with deployment of another stent, post-dilation, and then used of a thrombectomy device which then created a good flow. There were no pt complications reported, and the procedure was completed successfully.